Event description:
Event reported as: pt experienced shoulder pain and not able to tolerate soft foods. The pt was seen by the surgeon and a CT scan showed infection around the port. The aps lap-band system was removed for a band infection. The band will be replaced at a later date. The explanted device will be returned. F/u findings: the surgeon is not certain as to the causality of the infection. The pt was not recently ill nor exposed to an illness after the surgery, nor has any medical condition or take any medications that would suppress the immune system.

Manufacturer narrative:
(B)(4). Allergan has rec'd the product; however, the device has not been identified nor has the analysis been completed at this time. Based upon the model number, serial number and implant date provided by the rptr, the connector type is assumed to be a taper ii. Shoulder pain, infection and food intolerance are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the contraindication for pts regarding intolerance as follows: "pts who are known to have, or suspected to have, an allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices." Device labeling addresses the reported event of pain as follows: contraindications: "the lap-band system is contraindicated in: pts who are known to have, or suspected to have, and allergic reaction to materials contained in the system or who have exhibited pain intolerance to implanted devices." Warnings: "pts must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system." Adverse events: "slippage and/or pouch dilatation of the band can occur. Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be in some cases successfully resolved by band deflation. More serious slippages may require band repositioning and/or removal. If there is total stoma outlet obstruction that does not respond to band deflation, or if there is abdominal pain, then immediate re-operation to remove the band is indicated." Device labeling addresses the possible outcome of an infection as follows: "infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated."